Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient experienced no pain relief. The catheter issue was identified via CT scan. The catheter or catheter segments were not left in the patient and the catheter was reintroduced into the intrathecal space. The patient recovered without permanent impairment. The pump was being used to deliver bupivacaine and morphine. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient happened to have a CT scan for a kidney stone, and the radiologist noticed that the catheter was out of the space. It was noted that otherwise, the patient had no signs the therapy was not working. A revision surgery occurred on (B)(6) 2014, and the doctor replaced the spinal segment and connected the pump segment of the catheter and re-anchored it. The patient was started again at a very low dose. The patient's pump was intended to infuse an unknown drug. Additional information was requested to determine the patient outcome after revision.

Event description:
Additional information received reported the patient was not feeling well and the doctor identified the catheter issue. It was noted the patient was doing well and receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).